Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with a scratched lcd window and a missing end cap sticker.

Event description:
The customer called to report a button error alarm and the act button not responding. The customer stated she could not clear the alarm and she didn't press any button from longer than three minutes. The reported blood glucose reading at the time of the call was 396 mg/dl. The customer stated that she will be going to the hospital for treatment of her blood glucose levels. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.